Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the handle wear makes it impossible to hold rasp solidly.

Manufacturer narrative:
Product complaint :(B)(4). Investigation summary : the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: it was reported that the handle wear makes it impossible to hold rasp solidly. / / investigation method: / / investigation summary: